Event description:
It was reported that during an ureteroscopy procedure for stones, the fiber was connected; it was stepped on pedal and the fiber broke at the connector site. Alternate device was used to complete the procedure. There were no patient complications.